Event description:
Patient presented to the physician with subdermal bulging of the stimulation lead beneath the skin at the neck incision site, posing a risk of erosion. Twiddling was suspected. Physician brought the patient into the or, created a new neck pocket, repositioned the lead beneath the tissue, re-sutured, and closed.